Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse found the dispense probe block to be extremely dirty and had difficulty flushing all the backwash diluent. Fse did not find any leaks in any of the fluidics panel tubing. The fse flushed through all the rinse block ports and verified that all ports were clear. A clear root cause for the incident is unknown. As per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards, such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer reported to beckman coulter, inc. (Bec) of being sprayed in the face with 0.5 ml of clear fluid while troubleshooting an issue with the coulter lh 750 slidemaker, where the dispense probe was not dispensing blood onto the slide. The customer was unable to verify if the fluid contained biohazardous material, but believed the fluid to be just diluent. The operator was wearing personal protective equipment (gloves and labcoat); however she was not wearing eye protection. The operator was sprayed in the face; however there was no exposure to mucous membranes. The operator used disinfectant kim wipes to wipe her face and did not seek medical attention. There was no death, injury or change to patient treatment as a result of this incident.